Event description:
It was reported that when the patient presented via merlin.net, episodes of non sustained lead noise were noted. Inappropriate non-sustained lead noise episode occurred due to difference in sensing between the near field and the far field channel. Programming changes were recommended. No further information is available at this time.